Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; a screw was found in the left display release. Analysis also found the programmer booted up to a serious problem screen with a system error code; the lem (link electronic module) printed circuit board assembly was found out of electrical specification. The system fan was noisy. Concomitant medical products: product ID: 229047, analyzer. (B)(4).

Event description:
It was reported the display could not be opened. The display latch (left side) was stuck. A different programmer was used. The programmer was returned to the manufacturer for repair and calibration, analyzed and tested out of specification. There was no patient involvement.